Event description:
It was reported that the filter was placed within a morbidly obese patient with a 23 mm diameter vena cava. The filter was placed prophylactically prior to bariatric surgery. The filter immediately migrated to the right atrium upon deployment. The doctor accessed the tip of the filter through a right I j access and used a three pronged snare to pull the filter to the superior vena cava. An inclusion balloon was used to ensure that the filter would not move. The doctor then attempted unsuccessfully to use a recovery cone to remove the filter. The patient went to surgery and had the device surgically removed. The patient is reported to be doing fine.